Manufacturer narrative:
(B)(4). Customer info and the device serial number involved were not provided. Ge healthcare contacted FDA regarding the referenced report and was informed that the customer will not release any additional info to the manufacturer. The reported event cannot be investigated with the info available at this time. If additional info is received, a follow up report will be submitted. Ge healthcare performed a review of the complaint database and found no complaints of incorrect pt treatment involving the mac 5500.

Event description:
A customer reported via medwatch that a pt underwent two electrocardiograms within a few hours of each other, at different institutions, and that the computerized report on each stated atrial fibrillation. Three doctors reportedly used that diagnosis to arrange a hospital admission and to treat the pt with heparin. The cardiologist reportedly recognized the rhythm as being normal sinus, and that the EKG device erroneously reported atrial fibrillation". No additional info has been made available to ge healthcare at this time.